Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during a laser surgery to the larynx procedure, the catheter was repositioned intra-operatively but the procedure continued uneventfully. The patient was anaesthetised using a jetting catheter and jet ventilator. The patient was extubated but the jetting catheter had inadvertently been damaged causing the distal part of the catheter to be left in the airway. This was noticed by the consultant anaesthetist and appropriate measures were undertaken immediately. The consultant surgeon removed the retained part and patient safety was ensured. There was no airway issue or concern. There was no patient impact or injury.